Event description:
Post procedure, the patient presented to the hospital with pericarditis which was confirmed via echocardiogram. No intervention was performed to resolve the issue. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.